Event description:
It was reported that a user¿s freestyle libre 3 plus sensor did not connect to the ilet and displayed a pairing failed message after a new sensor was placed; the user accessed the alarm history, then restarted the ilet and rescanned the sensor, after which the issue was resolved. No adverse clinical symptoms reported. Outcomes included no alerts or alarms after resolution and no need for medical care. User support included customer service troubleshooting and education, including review of device alarms and guided power-cycle with re-pairing steps. Investigation of this case revealed a transient connectivity or pairing failure between the sensor and the ilet that resolved with a device restart and re-scan, consistent with known intermittent communication issues. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device-sensor communication issue that resolved with standard troubleshooting.